Manufacturer narrative:
No product will be returned per customer. The customer complaint of pcea tubing leak could not be confirmed due to the product was not returned for failure investigation. No investigation was performed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the tubing leaks from the distal end where the port is connected. This is a recurring problem across multiple lots. The problem cannot be detected until the line is m the patient and in use. Discussed with staff in central distribution for this facility system. They are seeing this problem at multiple facilities and m multiple lots. The manufacturer has been notified and product has been returned. Multiple reports are being sent to the manufacturer about this problem". An incomplete date of event of xx-sep-2019 was provided. It was reported that there was no clinician harm caused by the event. The event did not cause a delay that significantly impacted the patient outcome. Although requested, no patient additional patient information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient information provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the tubing leaks from the distal end where the port is connected. This is a recurring problem across multiple lots. The problem cannot be detected until the line is m the patient and in use. Discussed with staff in central distribution for this facility system. They are seeing this problem at multiple facilities and m multiple lots. The manufacturer has been notified and product has been returned. Multiple reports are being sent to the manufacturer about this problem." An incomplete date of event of (B)(6) 2019 was provided. It was reported that there was no clinician harm caused by the event. The event did not cause a delay that significantly impacted the patient outcome. Although requested, no patient additional patient information was provided.